Manufacturer narrative:
This report was subject of medwatch (B)(4). Although the malfunctioning device was not returned to the manufacturer, the details of the problem will be part of the complaint investigation. The results of this investigation are still pending, and will be forwarded to FDA within 30 days of its conclusion via follow-up MDR.

Event description:
The PICC line was found to be leaking. Upon assessment the catheter was noted to be cracked right near the blue connection. The PICC line was removed, and a piv was placed.

Manufacturer narrative:
This report was subject of medwatch (B)(4). Vygon (B)(4) could not conduct a full investigation on this complaint due to the sample not being available. This complaint is not confirmed as a manufacturing defect as each catheter is leak and flow tested before packaging. After conducting a review of the batch record for this product it is concluded that this is the first complaint for this batch. The tensile test conducted was within the specification. Vygon (B)(4) has concluded based on previous similar complaints that two typical causes for leakages near the blue easy-lock hub can occur due to an overload of bolus injection or the usage of small syringes. Furthermore, catheter damage and leakage can be caused by a partially inserted catheter into the blue easy-lock hub where the black bold marking must not be visible. The inner metal tube could cut through the catheter wall when bending the catheter sideways. It is unknown at this point what size syringe had been used or how long the catheter had been in use. Corrective action: no corrective action at this point in time. However, both vygon (B)(4) and vygon USA have entered this incident into our complaint logs and will continue to be vigilant for this type of complaint. It is essential that the bolus injection is done slowly to avoid leaks.

Event description:
The PICC line was found to be leaking. Upon assessment the catheter was noted to be cracked right near the blue connection. The PICC line was removed, and a piv was placed.